Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there is a crack in the pump housing and a piece of plastic that has broken, making it difficult for the charging port cover to fit snugly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse effect to the customer's blood glucose level.